Event description:
Additional information received from the consumer reported the circumstances that led the zapping and issues connector after eating included the patient turning the power level down before eating, bathing, and sleeping per the advisement of the neurosurgeon shortly after installation. No steps were taken to resolve the zapping and issues connecting after eating. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 9565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient seemed to get zapped after eating. They also had trouble connecting to the implantable neurostimulator (ins) after eating. The indication for use of the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.